Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the rear therapy electrodes described as severely itchy skin. The patient consulted her physician who provided a steroid shot and a cream. Follow-up indicated that the irritation was improving with use of the cream.